Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant neck cracked and the implant was removed.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,10 (tsv4b10) was not returned for investigation. Since the reported product has not been received, visual/functional evaluation could not be performed of the actual device. The investigation has been performed based on the available information using the provided pictures and device information. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth #14 (universal) and was implanted for 3 years 2 months. The customer provided 3 pictures which confirmed the reported implant fracture. The implant was seen with a fracture on the neck/collar and dried blood and bone around the device. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63694748). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63694748) for similar events (complaint category keyword: fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed after identifying a fractured implant in the customer provided pictures.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: a1: patient identifier. A2: age and date of birth. A3: gender. B4: date of this report. B5: describe event or problem. D1: brand name. D4: lot/serial #. D4: device expiration date. D4: device UDI number unknown / not provided. D6: implant date. G3: date received by manufacturer. G4: PMA/510(k) number. G6: checked "follow-up". H2: checked follow-up type. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that #14 crown became loose, and the patient came to the dental clinic to tighten the crown to torque 25n. On (B)(6) 2019, the #14 crown loose again. Since the patient resettled in the united states, the patient returned to china until on (B)(6) 2019, and replaced abutment, and worn crown again. On (B)(6) 2020, the crown was loosen for the third time, and the patient could not return to china due to the epidemic. The patient returned to see doctor until on (B)(6) 2021, the crown was loose and the top neck of the implant was broken. Symptoms: inflammation.